Event description:
(B)(4). I had a total vaginal hysterectomy on (B)(6) 2015. Now maybe I can get my life back and my children can have their mother back. Essure should be pulled off the market it is not safe for any woman to put that in her body.

Event description:
(B)(4). I have had pelvic pain, heavy periods, hair loss, back pain, foot pain,mood swings, anemia, and just felt like crap.